Event description:
It was reported that when using the bd pyxis¿ es server login issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had login issue. A technical support specialist identified that user ID was locked out of the system due to an invalid grant. To resolve this, the user needed to contact the hospital it team directly for account access. The tss mentioned that user account management, including unlocking, was handled exclusively by the hospital it team. The customer later confirmed that there were no further occurrences of this issue. The system functioned as intended after the technical support specialist investigated the issue.